Manufacturer narrative:
Pump received with no button response due to unlocked lcd keypad connector. Unable to perform the displacement test or verify rewind function due to no button response. Pump received with minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that she is unable to rewind insulin pump. Customer indicated that the arrow buttons do not respond and is unable set to rewind. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for keypad anomaly. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.